Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pruritus ("itchy"), fibromyalgia ("fibromyalgia") and autoimmune disorder ("auto-immune issues"). The patient was treated with surgery (removed). Essure was removed. At the time of the report, the medical device removal, pruritus, fibromyalgia and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, fibromyalgia, medical device removal and pruritus to be related to essure. Concerning the injuries reported in this case, the following ones reported via social media: medical device removal the following information was received from social media itchy, fibromyalgia, auto-immune issues. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event added- itchy, fibromyalgia. Reporter information were added. On 23-mar-2020: social media received. Event added- auto-immune issues. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pruritus ("itchy"), fibromyalgia ("fibromyalgia"), autoimmune disorder ("auto-immune issues"), multiple allergies ("multiple allergies") and migraine ("migraine"). The patient was treated with surgery (removed). Essure was removed. At the time of the report, the medical device removal, pruritus, fibromyalgia, autoimmune disorder, multiple allergies and migraine outcome was unknown. The reporter considered autoimmune disorder, fibromyalgia, medical device removal, migraine, multiple allergies and pruritus to be related to essure. Concerning the injuries reported in this case, the following ones reported via social media: autoimmune disorder, fibromyalgia, medical device removal, migraine, multiple allergies and pruritus quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: events added: "multiple allergies, migraine", new reporter added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.